Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer later informed physio-control that they replaced the device's therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to service. The device was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and when they attempted to shock the patient the device did not deliver a shock. The customer reported that they were performing a non life-threatening procedure and there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer advised physio-control that no additional patient information is available.